Manufacturer narrative:
An event regarding an intra-op fracture involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that during a revision procedure with a stryker device there was a bone fracture. ¿with final reduction of the poly under the femoral component, the osteolytic medial epicondyle peeled from the femur as a single avulsion fracture." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
Left knee. (B)(6) 2021 during revision procedure with a styker device there was a bone fracture. ¿with final reduction of the poly under the femoral component, the osteolytic medial epicondyle peeled from the femur as a single avulsion fracture.¿